Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The reported patient effect of thrombosis is listed in the supera instructions for use as a known potential adverse effect associated with the use of the device. Based on the information provided, a definitive cause for the elongation and subsequent patient effects could not be determined. The additional treatment, delay on procedure and hospitalization were due to case related circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a moderately calcified superficial femoral artery. On (B)(6) 2019, two supera stents (5.5x200mm and 5.5x180mm) were successfully deployed (overlapped). The 5.5x200mm stent was slightly elongated but nominal. On (B)(6) 2019, a non-abbott atherectomy device was used to treat thrombus above the supera stents which floated off and occluded the 5.5x200mm stent. The occlusion was treated with atherectomy. There was no adverse patient sequela reported. No additional information was provided.